Event description:
The event is reported as: the customer alleges that the heated wire circuit became too hot and caused the circuit to start melting on the blue side of the corrugated tubing. The customer also reports that they believe some of the staff stretched the tubing to drain excess water. No report of a pt injury or harm.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.